Manufacturer narrative:
No anomaly detected by checking the manufacturing chart of the lot # of stem involved (201603809). This is the first and only complaint received on lot #201603809, on a total of 30 smr cementless stems dia.14mm manufactured with the same lot #. We asked for further information and it was confirmed by the complaint source that no x-rays are available for this case. Since we did not receive the explanted items and the x-rays, we are not able to perform a deep investigation on this case. Therefore, according to the available information, the event was caused by surgical error, since the source reported that the stem was undersized during primary surgery, leading to aseptic loosening (or, more likely, stability never achieved with the humeral bone) of the stem. Based on the above considerations, the event is not product related. During revision, the surgeon replaced the cementless stem with a cemented stem. Pms data: we are aware of a total of 6 cases of revision surgery due to aseptic loosening involving a smr cementless stem (model #1304.15.xxx) on a total of 85.155 smr cementless stems sold ww since 2002. The revision rate associated to this type of event is 0,007%. No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Shoulder revision surgery done on (B)(6) 2017 due to aseptic loosening of stem. According to the info reported, the smr stem was undersized during the primary surgery done on (B)(6) 2017. Surgeon satisfied with the final stability of the implant after the revision surgery. Event occurred in (B)(6).

Manufacturer narrative:
No anomaly detected by checking the manufacturing chart of the lot # involved 201603809 . This is the first and only complaint received on lot #201603809, on a total of (B)(4) smr cementless stems dia. 14 mm manufactured with the same lot #. We will submit a final MDR once the investigation on this case will be completed.

Event description:
Shoulder revision surgery done on (B)(6) 2017 due to implant loosening. According to the info reported, the stem was undersized during the primary surgery done on (B)(6) 2017. Surgeon satisfied with the final stability of the implant after the revision surgery. Event happened in (B)(6).